Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient's previous ins ended up not working, and they ended up explanting it because it was not MRI-compatible. The patient stated they were without a device until they had a new implant put in on (B)(6) 2021.